Event description:
Customer complained that needle was not retracted at all after using. Bd (B)(4) confirmed that needle was not retracted.

Manufacturer narrative:
Htl received one defective lancet with the claim of no retraction of the needle. Inspection and evaluation of the lancet revealed that the needle was too long causing the needle was too long causing the needle to be exposed after activation. Htl tested the retained sample of lancets from lot number s9h29h8. These tests did not confirm the failure.